Event description:
Boston scientific received information that the patient with this pacemaker had asystole. The patient was in the hospital for a car accident. The patient was asking if the device data could be reviewed to determine any episodes. A boston scientific technical services (ts) discussed about remote monitoring system and a device check with the following physician. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
No available information at this time. This investigation will be updated should further information be provided.